Manufacturer narrative:
(B)(4): implanted device remains.

Event description:
Per the clinic, the patient reported poor sound quality with device use, reprogramming attempts were made; however, the issue could not be resolved. The patient has permanently discontinued use of device. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with another device as of the date of this report, (B)(6), 2013.

Manufacturer narrative:
Per the clinic, the patient underwent revision surgery to explant the device on (B)(6) 2016. It is unknown whether the patient was reimplanted with another device. The device has not been made available for analysis, as of the date of this report.

Manufacturer narrative:
This report is submitted february 6, 2017.